Event description:
Device report from synthes europe reported an event the (B)(6) as follows: it was reported that an unknown tomofix plate broke nine weeks post-operatively. Revision surgery is planned but has not yet been performed. Additional information was requested but has not been received to date. This report is for one unknown tomofix plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. This report is for one unknown tomofix plate. Part and lot numbers were not provided by reporter. Implant date is unknown. Alternative facility street address provided is (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.